Manufacturer narrative:
Additional information: d4: expiration date (update the null value to n/a), h4, h6 (update codes), h11. H11: the actual device was not available; however, five (05) photographs of the sample were received for evaluation. Visual inspection of the photographs observed a scratch in the burette. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system in-line buretrol extension set leaked due to a crack/break in the burette. The set contained cytotoxic material. This occurred during set up and preparation. There was no patient involvement. No additional information is available.